Event description:
The needle used to administer the measles, mumps, and rubella (mmr) vaccine was defective. Staff could not advance content of syringe through needle. Replaced needle with new one and licensed practical nurse (lpn) was able to administer vaccine safely. (B)(4).